Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultramini meter was reading inaccurately high. The medical affairs specialist mailed a letter on four days later, since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient reported a meter result of 312 mg/dl obtained on november 6, 2007, at 10:00 am. She took 94 units of levemir and 10 units of humalog. At 12:00 pm, she went to the hospital because she felt dizzy and shaky. Her blood glucose was tested and the result was 92 mg/dl. She remained in the emergency room for monitoring and was retested at 3:00 pm, with a blood glucose result of 82 mg/dl. The patient was released and she retested at 6:00 pm with a result of 395 mg/dl. The patient performed two control tests, which passed. The meter was replaced. It would have been helpful to know: the patient's medication regimen, the time that her symptoms began after taking the insulin, and whether the patient retested before she went to the hospital. This complaint is reported, although the control tests passed, the patient took insulin based on her meter results and was later found to have symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.